Event description:
According to the reporter, during the wedge resection procedure, the surgeon tried to fire the device, however could not be fired. The physician replaced with a new cartridge, however the device could not be fired. Then the physician replaced the new handle, the firing was completed with no problem. No harm was caused to the patient.